Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and was intended for implant in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that the patient had straight anatomy. The physician did not use an introducer sheath and the device was inserted into the patient without difficulty; however, it would not deploy. The physician cranked on the handle several times and the catheter shaft bowed. The physician tried to deploy the stent graft on the table and the catheter shaft bowed. It was reported that another device of the same size was deployed without difficulty. The patient is fine and there was no additional clinical sequelae reported related to this event. No additional information is available. Medtronic ave has received the device and returned goods investigation is pending.

Event description:
Returned goods investigation reveals that the device was returned bent into a plastic bag. There was blood inside and outside the catheter. The graft cover was slightly retracted, but the stent graft and runners were not exposed. The device was successfully deployed in the lab, and the reported bowing was observed. The slide ring retracted approx 4 inches before the graft cover began to retract. The runners were not bent or kinked, and no stretching was observed on the inside of the graft cover. The cause of the reported bowing of the delivery catheter cannot be determined.